Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the charger exhibited a flash memory failure at flash components u102 and u105 on ca board (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar flash memory failures modes. No adverse event resulted from the defective charger/modem.

Event description:
A zoll distributor returned battery charger/modem (B)(4) to report that the charger/modem resets.